Event description:
The plate broke following surgery. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A broken philos plate 3.5, (B)(4), was received. The breakage of philos plate occurred in proximal area of the plate. The cross fracture of the philos plate 3.5 has transpired in the proximal part, bucket part, of the plate in two cone threaded bore holes of the plate on the top of the original bone fracture area. The break surfaces are significantly damaged, pulverized smooth parts. The start of the break occurred on the upper side of the plate and extended over the whole plate cross section. Clear vibration lines, fatigue lines, are visible in the area of the starting areas of the break due to significant expansion. The fine, parallel lines exist from the gradual stages of the breakage cracks and originate from the load cycles, which have impacted on the load and discharge on the implant. The largest part of the structure break indicate a partially high nominal load, stress peaks and varying applied forces. The observations and connections of the examined philos plate indicate a material overload/material fatigue. The plate and screws were exposed to a dynamic heightened load in the area of the bone fracture. The humerus plate was stressed through bending and torsion. The plate could not stand the arising load which subsequently lead to the material overload/material fatigue of the implant. No evidence of material or production error could be found during the examination of the philos plate. A review of the device history record did not show conditions that could have contributed to the reported event.